Event description:
Additional information received indicated after treatment for the infection, a replacement device was implanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, the device was found to have migrated in the pocket resulting in an erosion and infection. The device was explanted to resolve the event. The patient was in stable condition.